Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, lost image occurred, and air ingress was not resolved during the preparatory flushing. The procedure was completed with another of same device. There were no patient complications.